Event description:
Customer's wife reported that on (B)(6) 2012, prior to going to sleep, customer tested on his adc blood glucose meter and received a reading of 445 mg/dl, which was lower than a reading of 985 mg/dl received by a healthcare professional the next day. Customer was given an unknown amount of insulin in response to the reading. The next morning, (B)(6) 2012, customer was found unresponsive, having experienced a loss of consciousness, and paramedics were called. Customer was transported to a local healthcare facility, where he was diagnosed with hyperglycemia and dka (diabetic ketoacidosis), transferred to the intensive care unit and treated with insulin via intravenous infusion. Customer's wife was contacted in follow-up and it was revealed the customer had sustained a "heart attack" and was currently "in a sugar coma and was incontinent because of the meter". She also noted that on (B)(6) 2012 "a reading of 240 mg/dl was received on the meter, but it was actually 874 mg/dl" (it is unknown how this information was determined). Caller declined to provide any additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1180024) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to the 445 mg/dl the customer reported was found in the meter's memory.